Event description:
Per the clinic, the patient developed a skin flap infection. The patient was treated with oral and IV antibiotics and underwent multiple fluid withdrawals; however, the issue did not resolve. The device was explanted on (B)(6) 2024.

Manufacturer narrative:
Device analysis report attached.